Manufacturer narrative:
Title: the inescapable tunneled cuffed dialysis catheters. A single center experience over one year source: indian j nephrol. 2018 dec; 28(suppl 1): s28¿s122. The initial reporter did not provide enough information to determine the specific type of device involved. No product code is available at this time. Where possible, a good faith effort will be performed to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed for a duration of one year, a total of 161 patients with chronic kidney disease underwent permcath insertion. A total of 135 patients had the site of permcath insertion in the right internal jugular vein, 22 patients in the left internal jugular vein and 13 patients in the left femoral vein. There were three catheter designs used: staggered tip, split tip and over-the-guidewire. There was one procedure-related death (sudden cardiovascular collapse) reported.